Event description:
It was reported that during a video assisted vats procedure, the device locked on tissue, they cut the device off of the last part of the tissue being removed in the procedure. The surgeon then used ligation with suture to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.